Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
1. A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin (vanc) result generated by synchron lx20 pro analyzer.2. The sample was rerun and higher result was obtained. The initial and repeat results are provided in section b63. The erroneous result was not reported out of the laboratory.4. Patient treatment was not impacted based on the erroneous results.

Event description:
A customer reported that on (B) (6) 2010, they received a reading of 193 mg/dl at 7:00 am on their blood glucose meter, and they thought the meter was reading higher than they felt. The customer reportedly experienced dizziness and loss of consciousness. The paramedics were called and the customer was reportedly treated with "two glucose shots". The customer also reported eating and drinking to alleviate their symptoms. There was no report of death or permanent impairment associated with this event.